Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) indicating high pace impedance. It was noted that the lead pin was not inserted all the way into the device header. The lead was reseated into the header and impedance levels were normal. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.